Event description:
It was reported that the touchscreen of the pump was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue with technical support and no fu1r ther information was obtained.